Event description:
Patient presented to the physician with an infection at the chest incision. Physician prescribed antibiotics.

Event description:
Patient presented back to the physician with infection. Physician brought the patient into the or, removed all the inspire components, and flushed the area with fluid antibiotics.